Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on a compact plus meter within 10 minutes: 58 mg/dl and 167 mg/dl. The sample was collected from the hemodialysis line. No adverse event reported. Test drum has been discarded; requested return of the alleged meter for evaluation